Event description:
It was reported that the bd¿ sharps collectors carton label was torn. This occurred with 5 products. The following information was provided by the initial reporter: "during the pre-delivery inspection at the distributor's side, the label on the carton was found to be torn in five products."

Manufacturer narrative:
H6. Investigation summary: no samples or pictures were received as evidence. Customer confirmed there was no more additional information available. According to the DHR review, during the manufacturing process no issues were reported torn label for the lot number reported under this complaint (2026963). A review of the ncmr¿s was performed; the results exhibit no issues reported for the same part number and issue throughout the last twelve months. As part of this investigation, there is not enough evidence like a picture showing the issue reported, however with the lot number provided we can confirm that this product was manufactured by flex in january 2022. According with this investigation, this is a failure mode that could potentially be related to the manufacturing process since there is a possibility of improper manual handling by the operator at the time to perform the packaging process, however this kind of damages could also be generated by different conditions like incorrect packaging and incorrect handling by distributors. Based on the information provided it was not possible to confirm the root cause of this issue since additional information is needed.

Event description:
It was reported that the bd¿ sharps collectors carton label was torn. This occurred with 5 products. The following information was provided by the initial reporter: "during the pre-delivery inspection at the distributor's side, the label on the carton was found to be torn in five products."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. (B)(4). Medical device expiration date: na. Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.